Event description:
It was reported that the sensing function on the external pulse generator was not working. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Event description:
It was reported that the sensing function on the external pulse generator was not working. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device passed all incoming tests. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.